Event description:
It was reported that during a trans tibial anterior cruciate ligament repair, the surgeon was using an over the top guide 5mm, and it broke off "very cleanly" at the weld. It was stuck in the tibial tunnel. It was reported that at the time aimer broke, the aimer was being used transtibially to guide the femoral tunnel placement; the aimer was through the tibial tunnel placed on the femoral notch. They did not need to prepare another tunnel. There was no shrapnel, and the broken piece was removed with a probe. The surgeon then used a 6mm over the top guide with a beith pin. He then used a disposable endobutton drill bit, from the endobutton continuous loop l pac, and drilled half way through and the drill bit broke. It snapped in half at the center point. A c-arm was used and they "fished" it out with a grasper; there was also shrapnel that had to be removed from the patient. The surgeon felt the cortex was compromised, so he went back in with a 8mm reamer through the cortex of the femur to push the shrapnel, because it was not embedded in the bone. The surgeon finished the procedure with an endobutton continuous loop along with an xtendobutton for femoral fixation. There was a reported delay that did not exceed 45 minutes.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. (B)(4).